Manufacturer narrative:
Unit had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked j2/lcd keypad connector noted. However, unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Unit low reservoir alarm function properly and no anomaly noted. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.

Event description:
The customer reported via phone call that the insulin pump was not receiving alarm and it was getting false reading. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.